Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose. The father stated the insulin pump was bolusing as normal, but her blood glucose was high and found the cannula was bent. The customer was ill vomiting several times. Further troubleshooting could not be performed as father did not have the device with him. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.